Manufacturer narrative:
Investigation: summary 25 representative samples were returned for the investigation of this complaint. Figure 1: samples returned. The bottom web of the unit package had shrunk and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. Figure 2: deformed package with open seal. Visual inspection was performed on the sealing features of the returned samples. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. Figure 3: grid mark on bottom web. Investigation conclusion: the bottom web material had shrunk and deformed. This causes the package to be forced opened and left an opened seal at the opening tab area. Visual inspection was performed on the returned unit package. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. Root cause description: there is no process in the manufacturing facility that could cause this nonconformance. Visual inspection was performed on the returned unit package. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. There was 100% sorting done on sterile parts for this affected batch prior to shipment. Based on the above investigation result, the reported nonconformance occurred after the product was packed in our manufacturing and sterilization process. Therefore, the probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) DHR review: the lot master for batch #7079342 (catalog #393226) was reviewed. No similar quality notification was raised for this vps batch. Bottom web material batch # 23217 (catalog #8515617) was reviewed and quality notification was raised. Top web material batch #7178310 (catalog 8606983) was reviewed and no quality notification was raised. Manufacturing review: no abnormalities observed after reviewing preventive maintenance, calibration and equipment. All sealing process parameters were within validated range.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
This complaint is MDR reportable. It was reported that an 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter was found with breach of package integrity before use. There was no report of injury or medical intervention.